Manufacturer narrative:
(B)(4).

Event description:
In a follow up, the surgeon added clarity. During surgery as the lens was inserted into the patient's eye, the surgeon noticed the posterior bag was ruptured. He does not blame the iol for the rupture, but does not indicate what caused the rupture. The bag was not considered stable at that point so he removed the lens and implanted a three piece lens instead.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure there was a posterior capsular rupture. Another lens was used instead of the initial lens. Additional information was requested.

Manufacturer narrative:
The product was returned. Blood and solution is dried on the lens. Haptic and optic damage was observed. Information was provided by a health care professional (hcp) that the root cause of the event was due to the patient condition/non-product factor. The rupture was not due to the iol. Since the bag was not stable, the surgeon decided to explant the complaint iol and re-implant another model lens. (B)(4).